Manufacturer narrative:
(B)(4). An abbott field service engineer (fse) visited the customer site and noted that the issue at this customer site was caused by a non-abbott product. The damaged uninterrupted power supply (ups) was replaced under warranty. The damaged ups was returned to synergy (the manufacturer). A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual ((B)(4), january, 2010) contains information to address the customer's current issue. There is no indication that the c4000 contributed to or caused the issue with the ups. Concomitant medical products: ups model: synergy 2 (B)(4). Evaluation, method: review of complaint tracking and trending; field service intervention.

Event description:
The customer is integrating a new architect ci4100 system in their lab. The customer states that the system was not running at the time that a loud pop was heard with visible smoke and a burning smell coming from the uninterrupted power supply (ups). The customer cut all power to the system and a service call was initiated. No injuries were reported or damage to the surrounding lab environment. The system is not generating any results for patient management at this time.